Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer returned incorrect meter note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 180, 170 and 207mg/dl. The customer¿s expected fasting blood glucose test result range is 99-114mg/dl. The customer feels well and did not report any symptoms. Customer stated that based on the results obtained he had administered too much insulin. Customer stated then his blood glucose would go extremely low and he would require medical attention. Customer stated that he did go to the hospital mainly for his breathing but that his blood glucose had been low. Customer also stated that he contacted his nurse and doctor's office regarding the issue and for assistance. Customer stated the different readings he was obtaining with the true metrix meter were "going to kill him." During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2022 and open vial date is 04/2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 14-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation - customer returned incorrect meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.